Manufacturer narrative:
Device evaluated by MFR: the returned device was an angiojet solent proxi thrombectomy device. Visual and tactile examination showed no irregularities or damage to the catheter. Visual examination showed that the male connector was cracked. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that during a thrombectomy procedure the catheter occluded. The target lesion details are unknown. After the angiojet® solent¿ proxi catheter was used for a very short period of time, imaging was performed to verify activation of the device; however, an error message was displayed and the catheter was noted to be blocked. The patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a thrombectomy procedure the catheter occluded. The target lesion details are unknown. After the angiojet® solent¿ proxi catheter was used for a very short period of time, imaging was performed to verify activation of the device; however an error message was displayed and the catheter was noted to be blocked. The patient's status is stable.